Event description:
It was reported the patients blood glucose level rose to 442 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The soft cannula was observed to be damaged. It is unknown how or when this damage occurred. No timeouts or drive stalls were seen in the download data. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. Damage was observed to an external component. The timing and cause of this damage could not be conclusively determined. No manufacturing defects were observed that would impact insulin delivery.